Event description:
It was reported that during use with an unspecified amount of bd maxguard¿ pressure rated extension set with y-site(s) leakage occurred. This is the 2nd of 2 complaints. The following information was provided by the initial reporter: we have had trouble with the new IV extension sets since we switched to them a few months ago. The bd maxguard pressure rated extension sets work most of the time,.... Yesterday we had another incident where an experienced nurse was starting an IV and when she was attaching the extension set, she seated the hub and then went to lock the collar onto the IV and she couldn't get it to work properly and it was bleeding everywhere.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-jun-2023. H.6. Investigation summary: the customer reported leaking from the hub, and returned one used sample. The sample was tested with water in the lab, and no leakage was found. The set flushed without any issue, and was able to connect water-tight to other sets in the lab. The complaint could not be verified, and the root cause is unknown. Device history record review for model mx5301 lot number 23039035 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd maxguard¿ pressure rated extension set with y-site(s) leakage occurred. This is the 2nd of 2 complaints. The following information was provided by the initial reporter: we have had trouble with the new IV extension sets since we switched to them a few months ago. The bd maxguard pressure rated extension sets work most of the time. Yesterday we had another incident where an experienced nurse was starting an IV and when she was attaching the extension set, she seated the hub and then went to lock the collar onto the IV and she couldn't get it to work properly and it was bleeding everywhere.